Event description:
The customer reported the unit will alarm and when that happens, it will lock up. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed intermittent error codes "backup alarm failed" and "aux alarm supply failed" after several days of running. The remote service engineer (rse) advised replacing the power supply or user interface (ui) printed circuit board. Customer called back and advised that the onsite repair and quote can be cancelled as they are going to send it back to the 3rd party company under warranty for repair. No parts were replaced. The customer declined repair from philips.

Manufacturer narrative:
H11 become aware date - upon further complaint review, it has been determined that a duplicate complaint of this issue had a become aware date (bad) of 10/14/2021, which is the earliest philips aware date. Therefore, the bad on this report is being updated from 11/03/2021 to 10/14/2021.

Manufacturer narrative:
During the initial call, the reporter indicated that the power management (pm), motor controller (mc), and central processing unit (cpu) boards had all been replaced in relation to the reported failure, but the errors remained. The power management (pm) board that was replaced to troubleshoot the device was received for internal component analysis. The returned pm board passed internal testing. The reported complaint could not be duplicated. No faults found.